Event description:
It was reported that during preparation for an endoscopic retrograde cholangiopancreatography (ercp) procedure, it was noted that the extractor rx 12mm x 15mm balloon failed to inflate. The device was not used, and another of the same device was used to complete the procedure. The patient's status is reported as "fine".